Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2,-16.5/2.0/100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019. The lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: b5 - it was also reported that the patient experienced unreactive (fixed) pupil. H6 - patient code 3191: no code available (unreactive fixed pupil). H6 - device code 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - patient also experienced unreactive (fixed) pupil should be removed from supplemental medwatch report #1, as it is not applicable. H6 - patient code 3191: no code available (unreactive fixed pupil) should be removed from supplemental medwatch report #1, as it is not applicable. Claim#: (B)(4).